Event description:
An aneurx stent graft system was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient's right common iliac artery was aneurysmal measuring 28 mm in its greatest diameter and it tapered down to 18mm before the iliac. A flared limb ilxc1824135 was implanted in the right side; however, the patient returned 3.5 months later with aneurysm enlargement, and a distal type 1 endoleak from the right common iliac artery. An aortic cuff was implanted but there was still a distal type 1 endoleak which required a second cuff and at this point the stent graft had been extended down where the external iliac artery had narrowed. There was still a small type 1 endoleak present and the decision was made to monitor it. The same night the cuff was implanted, the patient was coughing hard and was throwing up and soon after that the patient became unconscious. An open procedure was performed emergently. The patient's aorta was paper thin and the aneurysm was found to have ruptured in an area where there was no seal zone. It was not possible to sew the aorta during the attempted repair and the patient expired.

Manufacturer narrative:
(Ruptured aneurysm, death), (aneurysmal iliac artery and aorta was paper thin).